Manufacturer narrative:
The compromised force sensor error alarmed during the basic occlusion test due to a protruded or loose drive support disk. The unit had a cracked reservoir tube lip, a minor scratched lcd window, a missing end cap sticker, and a scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The customer reported a loose drive support cap. The blood glucose reading was 70 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.